Event description:
It was reported that right after the intra-aortic balloon pump (iabp) was started, the "possible helium leak" alarmed. The me heard noise coming form the iabp that sounded like a gas leak. According to the me, the balloon pressure waveforms on the iabp's strips generated as a result of the alarm, were not being returned to the baseline. As a result, the pump was replaced and the new pump was used without issue of complications. Note: the intra-aortic balloon (iab) used was a datascope iab.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.